Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to no power on. Using a known good battery the log was downloaded and reviewed finding rtt loss on incident date, (B)(6) 2019. The receiver was opened and an internal visual inspection was performed and failed due to damaged battery. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.